Event description:
It was reported by the customer that during a routine check the cardiosave intra-aortic balloon pump (iabp) is failing pneumatic leak test. No patient involvement. No harm is reported. The fse was dispatched to evaluate the unit. The fse reported that all maniford tests were performed, it was found that membrane test failed in pim tests, so safety disk was replaced and tested the device again. All functional and safety checks have been performed to factory specifications and the unit has been returned to use.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.